Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of the same code-batch. We have received three different cases from the same end customer. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. As no samples have been received and no units are available in stock, we have only been able to conduct a review of the batch manufacturing record of this product and no deviations have been found. In the mode of application of the instructions for use of the product is stated that: "avoid heavy application. Unless otherwise prescribed, as less histoacryl skin adhesive as possible should be applied; the amount applied is sufficient if slight coloring is visible. A sparing application of thin layers or spots is required for undisturbed wound healing." Also, in the warnings of the instructions for use: "a heavy application may cause thermal damage to tissues, resulting in delayed healing. Connective tissue healing can be impeded when too much tissue adhesive is applied. Histoacryl should not be applied to wet or bleeding wounds. Excess moisture (such as water or alcohol) or blood presence, may accelerate polymerisation, resulting in the generation of excess heat. Histoacryl is not to be applied below the surface of the skin because the polymerized adhesive is not absorbed by tissue and may elicit a foreign body reaction." On the other hand, in the side effects paragraph is indicated that: "the use of this product leads to an exothermic polymerization reaction. The released heat may result in a sensation of warmth. Cyanoacrylates can be associated with a limited period of local sensitization or irritation reaction in the application area; a transient foreign body reaction can occasionally take the form of an inflammatory reaction." Final conclusion: without samples or more information we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or information is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. (B)(4). If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that a skin reaction occurred. The reporter indicated that after using the histoacryl glue a patient had a superficial wound. Per the surgeon the patient has a reaction that may lead to infection; superficial wound infection and the hystoacryl solution was black on her skin" the initial date of the surgery was on (B)(6) 2019 for a defibrillator insertion on the left side. Per the reporter, the patient experienced a superficial wound bacterial infection with acinetobacter hoemolytius. The date of debridement was on (B)(6) 2019. Additional information has been requested, however, not yet received.